Event description:
The customer reported that the 9600 system had a pre-charge error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The k1 relay was replaced during the service call.